Event description:
A customer reported a malfunction with their insulin pump after it was dropped. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.